Manufacturer narrative:
The surgical table subject of the reported event is approximately 18 years old and is serviced and maintained by the user facility's biomedical department. A review of service history was conducted and confirmed that steris has never performed service activity or maintenance on the table subject of the reported event. Following the reported event the table was removed from service by user facility personnel and brought to the biomedical department for evaluation. The user facility's biomedical technicians inspected the surgical table and noted the reported burning smell. The technicians also found the table batteries to be warm to the touch. During the biomedical technician's evaluation, they found that the table battery required replacement. From the information provided in the medwatch, the facility determined the problem was related to the table power supply control board. The biomedical technicians made repairs to the surgical table, tested the unit and confirmed the table to be operating properly. No additional issues have been reported. Steris requested the components that the user facility replaced during their repairs for evaluation however, the components were not available. In addition, steris offered to have a steris service technician visit the facility to evaluate the table, however the offer was declined. The operator manual states (pp. 1-2), "safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance. Repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris regarding service options." The user facility medwatch states that the user facility contacted steris technician support following the reported event. Steris quality contacted steris service technical support who stated they have no record of contact by the facility regarding the reported event.

Event description:
The user facility reported via medwatch # (B)(4) that their surgical table was emitting a burning smell. No patient was present during the time of the reported event. No report of smoke.